Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any one burnt by the device: no, nobody was burnt by the device.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, during the products activation, smoke and fire came out from the prove jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.